Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that the automated impella controller experienced battery charging/other issues. No patient was involved.

Manufacturer narrative:
The device was returned for evaluation. The cause of the issue was a defective cable. This report is being filed as part of a retrospective review of historical records. The following sections were updated from the original MDR 1220648-2024-15245.